Event description:
Clinical trial. Same patient as MFR report #: 6000089-2007-00442. Same case as MFR report #: 6000089-2007-00443. It was reported that 721 days following a coronary artery drug eluting stenting procedure, the patient developed in-stent restenosis. The initial procedure identified and treated one de novo, 2.5x20mm, 90% stenosed, mildly tortuous lesion of the proximal cx (circumflex). The lesion was treated with predilation and placement of a 2.5x20mm taxus express2 stent. The patient was discharged the next day on asa and plavix. During a reintervention 519 days following the initial procedure, due to proximal edge in-stent restenosis of the proximal cx stent, a 2.5x8mm taxus express2 drug eluting stent was placed. A second reintervention was performed 721 days following the initial procedure due to focal in-stent restenosis of the proximal cx stents. Treatment was with deployment of another manufacturer's drug eluting stent and the device relationship was reported by the investigator as "probable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.